Event description:
Pinhole leaks noted on the extension tubing. The leaking occurs only when the catheter is pressurized. No leaking noted with normal flushing and aspiration. The catheters are repaired by the special procedures team by slicing off affected tubing and replacing the connector.